Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "enlarged lymph nodes around the armpits and breasts, the groin and pain in the breast."

Event description:
Patient reported left side ¿enlarged lymph nodes around the armpits and breasts, the groin" and ¿pain in the breast¿. Patient also reported inflammatory problems of joints in the hands, stiffness and severe pain that later passed to the legs, hips and feet, repeated digestive problems due to fungi and bacteria, candida and yeast infections in the vagina, stomach and intestine, increased allergies and food intolerance - these are not device related. Device remains implanted.